Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced intermittent low blood glucose readings while using the ilet, and the user and spouse suspected excess insulin delivery; review of device-linked data over the prior weeks showed a small number of low events with brief duration, and education and troubleshooting were completed, including guidance to contact the healthcare provider regarding insulin supply and prescription. Symptoms included hypoglycemia with a nadir of 55 mg/dl without loss of consciousness or need for medical intervention. Outcomes included no hospitalization, no professional medical treatment, and no use of backup therapy. Investigation included review of available device data and user-reported history. Investigation of this case revealed no evidence of excess insulin delivery or device malfunction, with data demonstrating minimal time in hypoglycemia and no corroborating device issues. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.